Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the handle would not light up during pre-testing. No report of patient injury.

Event description:
The customer alleges that the handle would not light up during pre-testing. No report of pt injury.